Manufacturer narrative:
Philips has investigated this complaint. The philips service engineer inspected the system onsite and re-established the connection by removing and reseating the battery. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Corrected data: updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch was not working during a procedure and leds are flashing red on the footswitch. The procedure was completed by using a wired footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.